Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed noise in an untreated episode due to air entrapment. Boston scientific technical services (ts) noted that this resolves on its own. No adverse patient effects were reported. The device remains implanted and in service.